Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (2,000.0 mcg/ml at 210.0 mcg/ml) and morphine (7.2 mg/ml at 0.7560 mg/day) via an implantable pump for intractable spasticity and other spasticity. A pump interrogation was performed on (B)(6) 2013, revealing a motor stall. The event date was noted as (B)(6) 2013. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The etiology included ¿MRI.¿ the event resolved without sequelae on (B)(6) 2013. There were no reported symptoms/complications. Additional information was received. The device diagnosis was updated to pump motor stall. It was also noted that there was a recovery. Additional information received from a healthcare provider via a clinical study reported at the time of interrogation 13:48, the motor had stalled at 12:27 but the logs did not show a recovery time. However, the patient returned to the clinic on (B)(6) 2013 with a functioning pump. It is assumed that motor recovery happened at interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.